Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor threshold and resulted to perforation and tamponade after attempting to reposition the lead. The patient was admitted to intensive care unit (ICU). The physician requested for a new lead. The lead was explanted and was never in service. No additional adverse patient effects were reported.